Manufacturer narrative:
(B)(4). The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pt was revised to address dislocation. The implants were removed to reposition.

Manufacturer narrative:
Update: (B)(4) 2012: litigation documents were received litigation alleges that the patient suffered pain that worsened and impaired his ability to perform normal daily activities, walk and even sleep. The patient also had excessive levels of chromium and cobalt. There is no new information that would change the outcome of the investigation.